Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. Based on the evaluation, device malfunction has not occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot revealed no deviations nor non-conformance's which could have caused or contributed to the reported events. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown.

Event description:
Patient in constant severe pain since implant was placed. No signs of infection. Implant removed.